Event description:
It was reported by the customer that a defective single PICC line was recovered. The patient had to have the PICC line replaced with double lumen that did not leak. Additional information received on 3/20/2023: a sl 5fr PICC line was inserted and found to be backing up with blood and leaking at the hub/needleless connector. The catheter was secured with statlock. There was no break. Patient received rocephin infusions through the PICC as an outpatient. Clinician states the PICC was noted to barely leak with flushing saline, but not with infusion of rocephin for some time. The ir doctor was notified and cleared the line for use. The clinician states that from their understanding, several weeks later after returning home from his daily rocephin infusion, the patient called, stating that the PICC was leaking and backed up with blood. Patient was instructed to return to the cath lab and the sl PICC was removed and a new dl PICC was placed. There were no signs or symptoms or other complications. The event did not involve an urgent or life-threatening medical situation.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.